Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2022 the patient reported that they were still experiencing pain from having pump implanted. The patient clarified that the pump therapy worked wonderfully and took almost all of their pain away on the date of implant, but where the healthcare provider (hcp) placed the pump was causing issues. The patient stated that they had "about a dozen major abdominal surgeries" not related to their pump, so their pump had to be implanted "off to the side", so the pump was behind their midline, "not on my back and not on the side", and "where it's located sucks - even when I'm driving when I lean back, I'm leaning against the pump¿ and the patient wished that it was ¿put in with more care or something.¿ the patient stated, ¿it's kind of tilted at an angle", and stated that they would have to follow up with the hcp if they wanted to have that fixed but they did not want another abdominal surgery. Additional information was received on 03-sep-2024 from the patient who reported that "about 3 weeks ago" they had a procedure to move the pain pump because it was causing them "a lot of pain." At the time of the report, the pump was delivering hydromorphone and lidocaine.